Event description:
A nurse reported that during a combined phaco-vitrectomy surgery when changing to bimanual irrigation/aspiration handpiece and footswitch was depressed to check irrigation, the flow/irrigation pressure was very low. It seemed restricted. Irrigation pressure was increased but there was no significant change. Advisory system message was displayed in the system but the issue did not resolve. The handpiece was replaced but there was the same restriction in flow and again the same advisory system message was displayed. Tuning and priming had already been performed without any issue. A new pak was installed tuned and primed. Same type of irrigation/aspiration handpiece was installed and surgery was performed without obstruction in flow in irrigation/aspiration. There was no consequences reported for the patient. The patient presented good vision and no complications. The surgeon confirmed that the system worked as usual. Additional information has been requested but not received to date.

Manufacturer narrative:
The device was received by a company representative and is in transit to manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).